Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a broken waste block and a liquid leak on the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a broken waste cup on the probe wipe. The fse replaced the probe wipe with a new assembly and verified proper functioning. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).